Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, heart failure, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. On (B)(6) 2020, one clip was successfully implanted, reducing mr to 1. Then on (B)(6) 2021, the patient was re-admitted due to heart failure. Imaging showed the clip became detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda), worsening mr to grade 3. The physician stated the slda is potentially due to preexisting patient anatomy. Additional treatment was not performed. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mitral regurgitation (mr) was a cascading event of reported slda. A cause for the reported heart failure could not be determined. However, reported patient effects of mr and heart failure, are listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.